Event description:
Stryker hip stem had to be replaced because it was "deffict argonding" to my orthopedic -surgeon. It never adhered to the bone. It gave me severe pain. This, for the second time on the same hip for no other than stryker's hip stem was "deffict". I have all paper work to show this. All of it.